Manufacturer narrative:
The pipeline flex was not returned for analysis; therefore the report of pipeline flex failure to open in the middle section could not be confirmed, and the event cause could not be determined. It is possible that the patient¿s vessel anatomy (the bend / severe vessel tortuosity) may have contributed to the reported issue. It is not recommended to initiate deployment of the device on a curve. Per our instructions for use (IFU), the user should "begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ the device was not returned for evaluation; therefore it was not possible to determine if the device failed to meet specifications. All products are 100% inspected for damages and irregularities during manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a pipeline flex did not open in the middle section during a procedure. The patient was undergoing treatment for two tandem aneurysms measuring 9mm and 6mnm. The aneurysms were saccular, unruptured and located in the right, supraclinoid internal carotid artery. Vessel tortuosity was severe. The devices were prepared as indicated in the IFU. The pipeline flex was deployed in a vessel bend. At deployment, it was reported that the pipeline flex was twisted (¿torsed¿) in the middle section. The physician resheathed, added load to the system, and redeployed by unsheathing. The physician was unable to untwist the pipeline flex. The device was pulled back into the microcatheter and removed from the patient. Afterward, a new pipeline flex was used to complete the procedure. There were no reports of patient injury in connection with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.